Event description:
Home monitoring alert of low impedance values. Post inappropriate shock due to rv lead noise. This atrial lead now has noise on it as well. Lead remains implanted at time of call. Clinician is directing patient to the ER.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.